Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported particles in valve. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.